Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device's pacer output was found to be fluctuating between 80 and 0 ma. The complainant indicated that there was no pt involvement in the reported failure.